Manufacturer narrative:
(B)(4)

Event description:
Clinical follow-up was obtained on 01/03/2018 and the following additional details were learned: patient status is recovering and the postoperative iop is below the preoperative baseline.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation; therefore product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iritis, bleeding, and elevated iop are identified in the labeling as known inherent risks of glaucoma stent surgery. The instructions for use (IFU) indicate that the surgeon should monitor the patient postoperatively for proper maintenance of intraocular pressure. If intraocular pressure is not adequately maintained after surgery, the surgeon should consider an appropriate medication regimen to reduce intraocular pressure. Patients eligible for the istent procedure are at a greater risk for an iop spike following cataract surgery as these patients have pre-existing ocular hypertension or glaucoma and generally have altered outflow systems. These patient¿s also have a higher change of being steroid responders. For early post-operative iop increases; retained viscoelastic is a known and common contributing factor and can be easily mitigated against by thorough evacuation of all viscoelastic material following completion of the surgery. Paracentesis are routinely performed for early post-operative iop spikes due to retained viscoelastic. For the phacoemulsification portion of the procedure, a dispersive viscoelastic is typically recommended; however the dispersive may be particularly likely to cause iop rise with even small amounts retained. For the istent placement, a cohesive viscoelastic is recommended and is known to be easier to remove. By week two or three in the post-operative period, steroid response is an important contributing factor to iop increases. The patient¿s new post-operative iop baseline generally cannot be determined until the viscoelastic is completely removed from the eye, all inflammation has resolved and the patient is off topical steroid medication for at least 4-6 weeks following surgery. The root cause for the customer reported issue cannot be conclusively determined at this time. However; it is likely that the patient¿s preexisting glaucoma disease and post-operative medication use contributed to the one month post-op iop increase and that retained viscoelastic contributed to the iop increase immediately post-op. MFR reference # (B)(4).

Event description:
It was reported through a clinical trial that a patient had an intraocular pressure (iop) spike on the same day as the istent implantation requiring paracentesis. On postoperative day 27, the patient presented with mild iritis and retinal hemorrhage, which the surgeon reported was "unlikely related" to the study treatment. The iritis was treated with medication and the retinal hemorrhage required no intervention. One month postoperatively the patient presented with an intraocular pressure (iop) increase 3 mm hg above the preoperative iop requiring medication. The patient is currently recovering.